Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 2 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on (B)(6) 2015 after experiencing an unspecified alarm. The patient reportedly heard two short beeps at that time. An alarm could not be reproduced during manipulation of the driveline. The system controller data log file revealed a pump stop for less than one minute; the remainder of the pump parameters appeared normal. The system controller and power module patient cable were exchanged. The patient was asymptomatic. On (B)(6) 2015 a new episode of a pump stop (for 1 minute) was recorded in the system controller data log file. The patient received a pump exchange on (B)(6) 2015.

Manufacturer narrative:
Examination of the returned device did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. The percutaneous lead (lead) was returned cut approximately 7 inches from the pump housing and the remainder of the lead was returned in two segments. Continuity testing of all three returned portions of the lead revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve of the percutaneous lead, the clear bionate appeared unremarkable on all three portions of the lead. Breakdown of the braided shield was observed in several locations along the length of the distal returned portion of the lead and on the proximal returned portion of the lead at approximately 5-6 inches from the nipple of the pump housing. Visual examination of the underlying wires on the returned distal portion of the lead under a microscope did not reveal any areas of compromised wire insulation. The distal portion of the lead was suspended in a saline bath for high potential (hipot) testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Visual examination and hipot testing of the underlying wires on the middle returned portion of the lead revealed breaches in the orange, black, and green wire insulation exposing the inner metal conductors at approximately 12, 13, and 14 inches from the pump housing, respectively. Visual examination of the proximal returned portion of the lead revealed breaches in the black and brown wire insulation at approximately 5.5 inches from the pump housing, exposing the inner conductors. Additional breaches in the black and green wire insulation were identified at approximately 0.5 inch from the pump housing, exposing the inner conductors. All observed wire damage appeared to be the result of fatigue failure due to abrasion against the braided shield. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on tethered power (such as the power module), the resulting short to ground would have caused the reported interruption in pump function. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.